Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 49 and 71 hours. Patient reported the infusion site to appear swollen, red, hot to the touch and had a white spot. Patient's blood glucose levels rose above 22 mmol/l (396 mg/dl). The patient removed and applied a new pod on (B)(6) 2025. The swelling had worsened and on (B)(6) 2025, the patient sent pictures of the site to their general practitioner and was diagnosed with an infection. Patient was prescribed antibiotics for treatment (take 4 times a day for one week). The patient does not recall the name of the antibiotics. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.